Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during dwell 2 on the home choice (hc). The caregiver (cg) stated home patient (hp) rolled over on the line, but it did not disconnect. The technical service representative (tsr) instructed the cg to cycle power and therapy ended. The cg would contact the registered nurse (rn) first, then possibly start over with new supplies depending on nurse recommendations. Product surveillance (ps) contacted the home patient (hp)'s wife on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp)'s wife stated they discarded the supplies and started over with new supplies. The home patient (hp) resumed therapy with the new supplies. The peritoneal dialysis nurse (pdrn) was not contacted regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.